Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that there was non-sustained ventricular oversensing due to oversensing of post-paced t-waves. The device was reprogrammed to address the oversensing, and the patient was in stable condition.